Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a loose lug on the negative battery terminal. The battery terminal was secured to resolve the report. We suspect vibration played a role over time on this eight year old device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device displayed a "defib charging" error message. Complainant indicated that the clinician obtained another device to continue treating the patient, the patient had a return of spontaneous circulation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.